Manufacturer narrative:
Explanted device was discarded by the customer. Additional information will be provided when available.

Event description:
Whilst implanting barricaid, the barricaid implant took the path of least resistance and deviated from intended trajectory. Dr selby was happy with initial barricaid implantation, however, the patient re-herniated, causing the mesh to be pushed out of the disc space. Patient had back pain. Dr. Selby has removed the mesh only, leaving the anchor in the vertebral body. Mesh was discarded and not returned.